Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced a rash and skin irritation with the 63b electrodes. Sometimes the irritation is around the electrodes and other times it is underneath the electrodes. It was later reported that the patient¿s skin irritation consisted of a rash and redness, no blisters or welts. The patient contacted a tele-health doctor for the skin irritation and was prescribed a steroid ointment for the rash. The patient stated that the skin irritation was much better after using the ointment. The doctor advised to use vaseline for skin dryness and itchiness. The patient noted that she is using the electrodes on her middle to lower back. The patient was unsure if the rash was caused by only the 63b electrodes or something else. The patient requested additional 63b electrodes to continue treatment. No further information was provided.

Event description:
It was reported that the patient experienced a rash and skin irritation with the 63b electrodes. Sometimes the irritation is around the electrodes and other times it is underneath the electrodes. It was later reported that the patient¿s skin irritation consisted of a rash and redness, no blisters or welts. The patient contacted a tele-health doctor for the skin irritation and was prescribed a steroid ointment for the rash. The patient stated that the skin irritation was much better after using the ointment. The doctor advised to use vaseline for skin dryness and itchiness. The patient noted that she is using the electrodes on her middle to lower back. The patient was unsure if the rash was caused by only the 63b electrodes or something else. No further information was provided. 63b electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, d2: common name, g4: PMA number. Additional information in a2: age at the time of event, b5: event description, g3, h6 and h10: additional narrative. Estimated date of the event b3: january 2025 this follow-up report is being submitted to relay additional and corrected information. The 63b electrodes were not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.